Manufacturer narrative:
Summary of evaluation: a visual inspection of the returned trial head verified the complaint. A dimensional inspection of the trial head verified that the device was manufactured according to spec. The evaluation indicates that the potential for chipping or fracturing of the plastic exists when excessive force is used to seat or remove the trial head from the stem.

Event description:
The neck portion of the trial head was broken. There was no adverse consequence for the pt or delay in surgery or anesthesia time.